Manufacturer narrative:
Date rec'd by MFR: 29jul2019. The customer confirmed the reported oxygen tank straps issue. The customer reported that he had obtained the tank straps already and the v60 is happily in use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the tank straps were broken. There was no patient involvement.